Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used during a procedure performed on (B)(6) 2025. During the procedure, there was difficulty in deploying the stent. Subsequently, the stent was fully deployed in the scope. The stent was removed and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used during a procedure performed on (B)(6) 2025. During the procedure, there was difficulty in deploying the stent. Subsequently, the stent was fully deployed in the scope. The stent was removed and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h11: an axios electrocautery-enhanced delivery system was received for analysis; the stent was not returned. Visual inspection found that the inner sheath was detached and was also not returned. During functional inspection, the catheter was freely moved to its original position without resistance. No other problems were noted with the delivery system. Product analysis did not confirm the reported events of stent first flange difficult to position and device entrapment of device or device because these occurred during the procedure and could not be replicated in the laboratory of analysis. The observed event of inner sheath detached was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. Therefore, taking all available information into consideration, the overall root cause of the reported event is cause not established.